Event description:
Reportedly, at a previous follow up on (B)(6) 2024, 2 noise were found at ra channel and a patient was continued observation. On (B)(6) 2025, it was found that noises at ra had increased to 140 cycles. Noises were in episodes and the ra lead impedance trended to be low. There was no noise on the rv lead but the impedance was under 300 ohm. Both leads are remain implanted and there is no schedule for lead explantation at the time. Only patient monitoring.

Event description:
Reportedly, at a previous follow up on (B)(6) 2024, 2 noise were found at ra channel and a patient was continued observation. On (B)(6) 2025, it was found that noises at ra had increased to 140 cycles. Noises were in episodes and the ra lead impedance trended to be low. There was no noise on the rv lead but the impedance was under 300 ohm. Both leads remain implanted and there is no schedule for lead explantation at the time. Only patient monitoring.

Manufacturer narrative:
As no patient data (files, x-ray and scopy) were available,and the lead remains implanted, it was not returned for investigation. It is impossible to conclusively confirm/identify the issue reported. A careful monitoring of the both leads integrity should be performed to ensure the adequate sensing and pacing functionality. This case is retained and utilized for trending purposes.